Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is likely the issue occurred due to conduction failure caused by fluid invasion on the scope connector. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the deflectable videoscope had a communication error ¿ err e315 unsupported scope possible fluid invasion. The issue occurred during reprocessing. It is unknown whether the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluated. During the evaluation, the following malfunctions were found. The sc-case (scope connector) failed leak test and was cracked. Plug unit was defective. C- cover (plastic distal end) insulation. Loose play with the u/d (up, down) and r/l (right, left) knob. The d/e (distal end) cover was dented. A-rubber (bending section cover) glue was cracked. Control body fluid was dry after aeration, corrosion found on the uc (universal cord) holder, corrosion found on the chain units in the bcu (body control unit). Lg (light guide) tube had minor collapses. The pcb (printed circuit board) was corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.